Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A kinetix ptca guidewire was advanced to cross the lesion. However, during procedure, the guidewire was fractured. No patient complications were reported and the patient's status was fine.